Event description:
During the transfemoral tavr, a 23mm sapien valve was deployed in a final position of 50:50, resulting in central aortic insufficiency (cai). During echo review, an object was observed in the left ventricle. It was thought to possibly be piece of leaflet or tissue. A second valve was deployed, trapping the object and correcting the cai. The patient was stable at the end of the procedure. The patient¿s native annulus diameter was reported as 20x25mm (valve area 414mm2) by CT with severe native valve calcification and severe root calcification.

Manufacturer narrative:
Additional information received indicated that the first sapien valve leaflets appeared not to co-apt, possibly due to a frozen leaflet. A pigtail was used to manipulate the leaflets. However, that was unsuccessful and the cai persisted. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central ai was not confirmed. The severe calcification of the native root and valve could have contributed to the coaption issues of the initial sapien valve, resulting in cai. A second valve corrected the regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.